Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an av ablation procedure. It was noted that the patient had intermittent capture on the right ventricular lead. It was also noted that the sensing had decreased. Programming changes were made, and the patient was to b monitored. The patient was discharged.